Manufacturer narrative:
(B)(6). This report is for an unknown acdf device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Prodisc-c clinical study patient ID (B)(6) was implanted with an anterior cervical discectomy and fusion (acdf) implant at c5-c6 on (B)(6) 2004. There were no complications during the procedure and there were no complications at the time of discharge. Patient was discharged on (B)(6) 2004. The study was completed on (B)(6) 2011. The following complications were noted (date reported, event, intervention, status): (B)(6) 2009: unanticipated mild increase in neck pain since fall 2008. Also complains of left arm pain. Pain was documented as mild. MRI cervical ordered. X-rays taken (B)(6) 2009 show excellent healing of fusion. Current state of the event is ongoing. On (B)(6) 2009, MRI showed a central paracentral disk herniation at c6-7 below her previous level of fusion. Emg ordered to assess the electrical pattern of possible radiculopathy. On (B)(6) 2009: unanticipated severe adjacent level c6-c7 disc herniation. Severity is considered severe/life- threatening. A c6-c7 anterior cervical discectomy with allograft performed on (B)(6) 2009. Issue has been resolved. On (B)(6) 2010: unanticipated moderate headache right side of head, neck pain since c6-c7 fusion (B)(6) 2009. Severity is considered moderate. An MRI was done on (B)(6) 2010 and a CT scan was done on (B)(6) 2010. No adjacent level changes or sign of infection. Possibly related to implant. Probably related to surgery and possibly related to implant. Issue is ongoing. (B)(6) 2010, revealed a c6-c7 pseudoarthrosis. She has been scheduled for a posterior cervical fusion (c6-c7) with instrumentation and bone grafting. On (B)(6) 2010: unanticipated mild left posterior cervical pain. Severity is considered mild. No treatment was given. Possibly related to implant or surgery. Issue is ongoing, follow-up after CT scan. On (B)(6) 2010: unanticipated mild constant headaches. Severity is considered mild. CT scan of cervical spine was ordered. A follow-up after cervical CT scan. Issue is resolved. On (B)(6) 2010: unanticipated severe c6-c7 pseudarthrosis. Previously underwent an anterior cervical discectomy (c5-c6) and fusion (B)(6) 2004. On (B)(6) 2009 she underwent removal of hardware and anterior cervical decompression and fusion c6-c7. Severity is considered severe/life-threatening. Patient was hospitalized with surgery. On (B)(6) 2010, patient underwent a posterior c6-c7 fusion with instrumentation and right sided iliac crest bone graft. Considered adjacent segment disease. Issue is resolved. On (B)(6) 2011: unanticipated severe left shoulder pain radiating to left elbow. Severity is considered moderate. Doctor ordered a MRI cervical with and without contrast to be done if symptoms still persist in one (1) month. Physical therapy two to three (2-3) times a week for four to six (4 to 6) weeks. Issue is ongoing. Physical therapy ordered by doctor. MRI is suggested if symptoms persist. This report is for adverse event: (B)(6) 2010: headache right side of head, neck pain since c6-c7 fusion (B)(6) 2009. Severity is considered moderate. An MRI was done on (B)(6) 2010 and a CT scan was done on (B)(6) 2010. No adjacent level changes or sign of infection. Possibly related to implant. Probably related to surgery and possibly related to implant. Issue is ongoing. On (B)(6) 2010, revealed a c6-c7 pseudoarthrosis. She has been scheduled for a posterior cervical fusion (c6-c7) with instrumentation and bone grafting. This report is for an unknown acdf device. This is report 2 of 3 for (B)(4).